Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary - the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on an unknown date, the patient reported pain from the (B)(6) of 2018 and visited the hospital regularly. The patient had an open reduction internal fixation surgery for the femoral trochanteric fracture on (B)(6) 2017, and was performed with tfna in question. On (B)(6) 2019, the hospital confirmed pseudoarthrosis and found the nail was broken. The doctor checked x-rays taken in the past and confirmed that the nail had already been broken at (B)(6) 2018. The patient will undergo implant removal surgery and be fixed with some procedure in early (B)(6) of 2019. Concomitant device reported: unknown helical blade ( part# unknown, lot# unknown, quantity 1), unknown distal locking screws ( part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).